Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging visualization of black soot in the filter, tube and mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This correction is being filed to correct the device problem code. Ds2 is not in the scope of recall, and foam degradation code was incorrectly used. Device problem code was changed to contamination, as an unknown black soot was found in the filter, tube, and mask. No other changes made.